Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repaired a bad connection at the iris camera and adjusted the dose rate. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would produce images that would white out. No patient injury was reported.